Manufacturer narrative:
Evaluated three open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a pump, performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 545mg/dl due to insulin flow blocked. Customer treated high blood glucose with manual injection and customer¿s current blood glucose was 269mg/dl. Troubleshoot was performed for insulin flow alarm and customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. Customer declined to perform troubleshoot for high blood glucose. Product will be return for analysis.